Event description:
On october 24th, coopervision received a product return form with a note stating the lens caused a patient to have ulcers. The lenses returned were unopened boxes, and not the lots the patient had been wearing at the time of the incident. The lot worn at the time of incident is unknown. On november 8th, it was determined the ulcer was only in one eye. The staff stated the ulcer was not central and not big in size. No cultures were done. Staff was not able to confirm which eye the incident occurred.

Manufacturer narrative:
Lenses were returned, but not the lot the patient was wearing at the time of the incident. The lot worn at the time of the incident is unknown. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Investigation is on-going. Should results of inspection change this conclusion, an update to this report will be provided within one month of receipt of the additional information.